Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient felt a sudden shocking sensation in different places one day, while they were in bed, and had not felt it again. No falls/trauma were related to the issue. The patient later reported they saw a manufacturer representative (rep) on (B)(6) 2016 at the healthcare provider (hcp) office. The implantable neurostimulator (ins) was tested, everything was working fine, and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.